Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the rn had a patient (pt) in the intensive care unit (ICU) that was sp CABG (status/post coronary artery bypass graft) with helium loss alarms. There was no blood in the tubing, no ectopy, no visible kinks. The pt was transferred from another facility yesterday for surgery today. There were no alarms prior to surgery. It was noted that veins were harvested from the opposite leg. The rn stated augmentation was still good and pt was stable. The rn stated they changed the console as a precaution and the alarms still persisted. The clinical support specialist (css) discussed the possibility of a small kink at the insertion site secondary to moving the pt to and from or as well as prepping him in the operating room. The rn was going to hyperextend the hip on the inserted side and call the css back if this did not resolve the alarms. The css did not hear back from the rn. Additional information received stated the hip / leg were hyperextended however the pump still alarmed approximately every 30 minutes (and it was silenced). The staff kept a close eye on the pt. The md opted to remove the iab on monday (B)(6) 2016. Pt outcome was fine; he was still in the ICU. The iab was thrown away. The rn felt from her experience on the floor that this was a kinked iab.

Manufacturer narrative:
(B)(4). No product was returned for evaluation. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of helium loss alarm is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported that the rn had a patient (pt) in the intensive care unit (ICU) that was sp CABG (status/post coronary artery bypass graft) with helium loss alarms. There was no blood in the tubing, no ectopy, no visible kinks. The pt was transferred from another facility yesterday for surgery today. There were no alarms prior to surgery. It was noted that veins were harvested from the opposite leg. The rn stated augmentation was still good and pt was stable. The rn stated they changed the console as a precaution and the alarms still persisted. The clinical support specialist (css) discussed the possibility of a small kink at the insertion site secondary to moving the pt to and from or as well as prepping him in the operating room. The rn was going to hyperextend the hip on the inserted side and call the css back if this did not resolve the alarms. The css did not hear back from the rn. Additional information received stated the hip / leg were hyperextended however the pump still alarmed approximately every 30 minutes (and it was silenced). The staff kept a close eye on the pt. The md opted to remove the iab on monday (B)(6) 2016. Pt outcome was fine; he was still in the ICU. The iab was thrown away. The rn felt from her experience on the floor that this was a kinked iab.